Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. Investigation summary: the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that postoperatively to a surgery to transplant autologous cultured cartilage on (B)(6) 2021, it was observed through CT images that the anchor on the gryphon br w/ proknot device may have snapped from the suture in the patient's body. According to the report, the initial surgery was completed successfully without delay nor adverse patient consequences. The current status of the patient was unknown; however, it was reported that there was a risk that the collagen membrane of the autologous cultured cartilage may lose its fixation strength and become detached. No additional information was provided.